Manufacturer narrative:
Date of event is unknown (year valid). (B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date, the patient presented for a routine follow up scan that showed the bifurcate had migrated. No endoleak was observed. Intervention has not occurred. No clinical sequelae were reported and the patient is being monitored.